Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesions were a stenosed and severely calcified outflow tract and a shunt in a non-calcified arterio-venous graft of the forearm. After a non-bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced ad dilatation was performed from the stenosed outflow tract at 24 atmospheres. Dilatation of the anastomosed site of the graft was then performed at 24 atmospheres. However upon the second inflation of the anastomosed site of the graft at 14 atmospheres, contrast media leaked was noted. The device was completely removed and a pinhole balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no tears in the balloon material. However, during an attempt to inflate liquid into the balloon, a pinhole leak was identified. The pinhole was located at 3mm proximal to the proximal edge of the distal markerband. However, during an attempt to inflate liquid into the balloon, a pinhole leak was identified. The pinhole was located at 3mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination found no damage to the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesions were a stenosed and severely calcified outflow tract and a shunt in a non-calcified arterio-venous graft of the forearm. After a non-bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang® balloon catheter was advanced ad dilatation was performed from the stenosed outflow tract at 24 atmospheres. Dilatation of the anastomosed site of the graft was then performed at 24 atmospheres. However upon the second inflation of the anastomosed site of the graft at 14 atmospheres, contrast media leaked was noted. The device was completely removed and a pinhole balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.